Manufacturer narrative:
Updated field: b4, b5, d9, e1 (initial reporter name, email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. As per the fse the customer has decided to not go ahead with the visit and they did not provide a po. Therefore fse will not be attending site. If additional information is provided at a later date the complaint will be reopened and update accordingly.

Event description:
It was reported by the customer that during routine check, cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) displayed battery maintenance error. Battery on bay 1 and 2 failing. Customer was unsure if they can use the machine as they tried 6 batteries but still failing. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave hybrid, type g plug intra-aortic balloon pump (iabp) displayed battery maintenance error. Battery on bay 1 and 2 failing. Customer was unsure if they can use the machine as they tried 6 batteries but still failing. There was no patient involved.